Manufacturer narrative:
No specimen collection or storage information was provided. Controls run before and after the incident were within the expected range. The unit is currently performing within qc specifications with respect to controls and reproducibility. A field service engineer (fse) went on-site (B)(4) 2011 and exchanged the flowcell and the cable assay for confirmation and updated the instrument software. Raw data analysis revealed the eosinophil populations overlapping with the neutrophil populations. The overlap seen for the first run looked more severe than the others. Due to this severe overlap, the algorithm misclassifies eosinophils as neutrophils for the first run. The instrument would have flagged the results if it was set to "verify diff" flag.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the coulter lh 750 hematology analyzer generated an erroneous low eosinophils (eo%) and high neutrophils (ne%) results without instrument generated flags for one patient sample. Erroneous results were reported out of the laboratory. The results were questioned and the same specimen was rerun twice and a manual differential was performed. The erroneous results caused the doctor to give the patient an anticancer drug. A corrected report was sent out and the patient is undergoing cancer treatment. There was no death or serious injury with regard to this event.